Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's (pt) representative (pt rep) regarding an implantable neurostimulator (ins). It was reported the device is currently turned off and useless to the patient because the rep cannot find the proper settings for the patient to get relief. Pt rep reported that during their last visit with the rep the rep shocked the patient so severely that they went into afib that evening. Pt rep reported the pt experienced significant relief initially, but over time and with the rep changing/adding programs, it has gotten worse. Pt rep is requesting additional assistance. Patient services redirected the pt rep to the pt's healthcare provider (hcp) for additional assistance, and pt rep noted they would reach out.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that the device is not working. Caller stated that now it has been over two months and they finally got to get in to see the representative on monday and the issue is worse. Agent asked the caller if they went back to a different group to see if that was more beneficial for the patient and caller said that the representative set up group g and it shocks the patient so they can't use that one at all and they don't know if the intensity is way up on it if that's what the problem is but the patient is not able to use it at all. Caller confirmed that the patient has tried different groups in the meantime since monday. Caller reported that the stimulation has made the issue worse. Caller added that they got up walking during the day and it got to burning and hurt so bad that they had to turn the stimulation off and they is almost down to zero for the 24-hour thing. Caller wanted to find someone else that will try at least try the device. Agent advised to lower stimulation while stim is off and reviewed to try a different gr oup in the meantime. Pt was upset during call and hard to troubleshoot. Agent sent emails as well as directed pt to discuss with healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.